Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17460. It was reported that the right ventricular (rv) lead pacing threshold and pacing impedance were both increasing. The patient presented for lead revision procedure. Upon pre-procedure check, it was noted the right atrial (ra) lead exhibited lead noise, causing inappropriate mode switching. No interventions were performed on the ra lead, and the lead remained implanted. The rv lead was capped and replaced on (B)(6) 2019. The patient was stable throughout and after the procedure.